Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular leads exhibited noise that was oversensed by the device and the left ventricular lead exhibited high capture threshold. The leads were explanted and replaced. The patient was in stable condition.